Event description:
This device was explanted because it was at eos. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was not possible as a result of a depleted battery. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after a service time of about 107 months. Therefore, the electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the electronic module proved to be fully functional with an external power supply. The battery condition was found to be anticipated after a service time of about 107 months. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.